Event description:
It was reported to medtronic minimed that the customer experienced a pump error 63 alarm (hardware low level failures) and a pump error 65 alarm (rf processor failed self-test. This is called at power on reset, during 10:01 am testing, and during self-test). The customer also reported that keypad anomaly; had to press multiple times to get it to respond, and also reported that the rubber blank on the top of the screen was also detached. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump errors, the customer was able to clear the alarm and complete rewind, pump passed self test and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the keypad anomaly and the buttons became responsive. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with unresponsive keypad at all buttons. Unable to perform the self-test or verify stuck button alarm and pump error 63/ 65 due to unresponsive keypad buttons. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on event date alarm found (61) was recorded on 04/21/2025 16:55:12.000 hour. Thump software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 04/21/2025 22:21:20.000, 04/21/2025 22:21:31.000 in the file history files. Pump 63 error due to hardware error and no pump error 65 were noted. Pump was cut open to perform visual inspection and found corroded keypad traces at all buttons. No moisture damage to the electronic assembly or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, missing display window/cover and pillowing keypad overlay. Unable to confirm pump error 63/65 due to unresponsive button. Stuck button alarm found in the history file and intermittently unresponsive left keypad button was observed during analysis and confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.